Event description:
Pt called lfs alleging their ot ultra test strips were peeling. No symptoms of high or low blood sugar were reported. The issue was not resolved with troubleshooting. A pt reported blood glucose results of 8.1, 10.2, 13.2, and 15.2 with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision.